Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in spain, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, it was felt resistance during the advancement of the 29mm commander delivery system through the 16f esheath plus. Once the valve exited the sheath, the patient started to bleed, and manual compression was applied. After the valve deployment, the patient still had bleeding and compression was kept. The bleeding was major requiring blood transfusion. After the removal of the devices, it was observed that the sheath was opened in its medial part which allowed the blood to flow, and a small iliac injury was observed. The iliac was repaired there without the need of a vascular surgeon and the procedure was completed. The patient was images were provided for review and determined the liner appeared not expanded at the liner torn location.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner was expanded 9cm in length starting at strain relief, and expand for 2cm from distal tip. Liner was torn, 11 cm in length starting at 9cm from strain relief. Liner was unexpanded 12cm in length, starting at 13cm from strain relief, as indicated by the liner adhering to the seam opening interface; parts of unexpanded liner overlap with liner torn region. Liner stretching observed within the liner torn region, 2cm in length, starting at 13cm from strain relief. Tip opened as designed with some hdpe stretching. Liner partially delaminated and bunched inwards at distal end. C marker present and attached to the liner. Scratches observed on sheath shaft along hdpe. Dimensional testing was performed. Liner thickness was measured along the liner tear. All measurements were found to be within the specification. Due to the device return condition (liner torn), no functional testing was able to be performed. The complaint was confirmed through visual examination. The reported events were confirmed based provided imagery/evaluation of returned device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Regarding the sheath not expanding and the sheath liner tear, the retuned product evaluation confirmed presence of liner tear, which was accompanied by liner stretching within the torn liner region. Additionally, parts of the liner with the torn region were found to be adherent to the seam lifting interface, suggesting that the liner expanding functionality was impacted. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. An investigation outlined in a technical summary written by edwards lifsciences has determined that vertical lamination temperature, if too high during the shaft reflow process, can contribute to instances of liner stretching. The technical summary captures laminator temperature setting optimization within the validated range to reduce variation and should reduce liner stretching events, which is continued to be monitored through monthly complaint trending and monitoring. A product risk assessment investigation was previously initiated to document investigation and assess associated risks for liner stretching with concomitant tear/puncture. The investigation states that liner tears can occur when the hdpe outer layer adheres to the etched ptfe liner, preventing the seam from opening. Additionally, in this case, patient had presence of calcified and tortuous anatomy. In addition, the minimal lumen diameter of the access vessel was reported to be 5.5mm, which is undersized for 16f sheath dimensions (minimum diameter requirement 6.0 mm). A confined vessel (as influenced by calcification, tortuosity, and vessel size) can contribute to the forces against the outer shaft, impacting liner expansion during system advancement, leading to the observed liner stretching and tear. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient/procedural factors (calcification, tortuosity, undersized vessel, high push forces) may have contributed to the complaint events. Regarding the resistance between system components, when the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement. Additionally, the presence of calcified, tortuous and undersized access vasculature could create a challenging pathway during ds advancement by restricting and/or impeding proper sheath expansion, leading to increased resistance. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient factors (calcification, tortuosity, undersized vessel) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The device was received for evaluation. The pre-decontamination observations showed the16f esheath plus received with dilator inserted and introducer. Liner partially expanded 13.5cm in length from strain relief. Tip opened as design. Liner delaminated and bunched inwards at distal end. C-mark present. Liner torn 4cm in length at 13cm from strain relief. Liner unexpanded 6cm in length at 17cm from strain relief. Scratches observed along hdpe. Investigation is underway.